Event description:
On (B)(6) 2012, it was reported that the vns patient is complaining of pain at her neck incision. The physician believes that the lead is extremely superficial and is causing her pain. The patient just reported the pain/protrusion on (B)(6) 2012 but stated it has been like this for more than a year. The patient and physician do not want to disable the device because it is helping her seizures. The patient is being referred for a full revision surgery. Images were received of the patient's neck/chest showing the lead protruding. The physician reported that he felt the neck region and confirmed protrusion of the lead. There has been no patient manipulation or trauma and that patient stated it had been like that for a while; however the physician notes that during her last visit on (B)(6) 2012 he saw no visible signs of the protrusion and it did not look like how it currently does. The patient did not experience any physiological changes that may have contributed to the protrusion. The patient's diagnostics were within normal limits and consistent with the previous results according to the physician, specifics were not provided. Although surgery is likely, it has not occurred to date.